Event description:
It was reported that during an shoulder rotator cuff repair surgery, it was found rust on the inserter laser mark of the healicoil when it was in use with the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 4.5 mm pk sa healicoil assembly, used in treatment, was returned for evaluation. Only the inserter was returned for examination. Visual assessment of the inserter could not confirm the presence of rust. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A backup device was used to complete the procedure with no significant delay or patient injuries being reported.